Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Device manufacture date - unknown due to unknown lot number the actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that three weeks after a sirt treatment and closure using the involved angio-seal device, the patient was admitted to another hospital with leg pain. A piece of material possibly angio-seal anchor was found in tibial vessel and removed. The patient was reported to be well and recovered. The patient experienced minor harm additional information was received on 09dec2019. The patient was admitted back in the hospital with more leg swelling. The procedure was a selective internal radiation therapy using a 6fr sheath. A pre-deployment angiogram was performed. The patient condition was stable; having recovered from open surgery to remove product. The angio-seal was implanted on (B)(6) 2019, the patient had leg pain next day and surgery to remove anchor and clot on (B)(6) 2019. The patient's vessel femoral artery 1cm, there was no calcification, was third use of angio-seal, used alternating legs for access, 2cm higher than first angio-seal a month prior. The patient stayed in bed after procedure; one-night stay. The procedure involved kits, guidewires, micro catheter, none were used at time of closure.